Manufacturer narrative:
(B)(4). Report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00563, 0001825034 - 2020 - 00564, 0001825034 - 2020 - 00565, 0001825034 - 2020 - 00566, 0001825034 - 2020 - 00569.

Event description:
It was reported that debris was found in the sterile packaging during inspection of stock products. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified loose foam debris within the sealed sterile packages. DHR was reviewed and no discrepancies were found. The investigation has concluded that the root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.